Manufacturer narrative:
The following sections were updated and/or corrected in follow-up 1: b4, d9, g1, g3, g6, h2, h3, h6, and h11. Two bis/bis-40 adaptors were returned under RMA # 1202108606. There were no other accessories. Blood was found on and inside both adaptors. According to the event description summary, one adaptor was implanted, and was explanted because it was not working, the other was implanted and explanted because it would not work also. The adaptor was tested with a multimeter, and all of the electrical values were within manufacturing specifications, see below. Both adaptors were intact and there were no broken or fractured coils, or welds when viewed under a microscope. Bis/bis-40 con pin - pin screw conn hull - hull screw con pin - hull screw specification 25-35 55-65 open. Electrical reading on biy31426 - 31.7 62.5 open. Returned device biy31427 - 32.7 62.2 open. Per qa procedure bipolar lead adaptors/extensions final inspection: sample size: 100%. Check electrical resistance by using a multimeter and record the measurements on the device history record. Coil should be free of any damage and should have no separated filars more than 2 filars. Verify presence of 4 weld spots on the connector hull placed approximately 90° apart. Weld should be smooth and shiny. Verify that there is no hole in laser weld impression. The blv/bis instructions for use (IFU) is provided with this product. Returned device analysis revealed the adaptors were within manufacturing specifications. The adaptors were intact and exhibited no signs of physical damage. Additionally, the electrical values were within manufacturing specifications when tested with a multimeter. The electrical values are tested in process 100% prior to packaging by qa according to procedure bipolar lead adaptors/extensions final inspection. In conclusion, the review of the DHR did not identify any manufacturing anomalies of this type and passed all final testing prior to shipment. The stated failure of the returned product was not confirmed by our investigation. No corrections will be taken at this time as returned device worked as indented. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
Adaptor explanted because no longer working; device returning to manufacturer. On (B)(6) 2025 the issue was found during a lead revision. One adaptor was implanted, and we explanted it because it was not working. There was no procedure delay, and no medical or surgical intervention. The procedure was completed successfully. No patient harm was reported. The adaptor is available for evaluation. Several attempts were made to obtain additional event information, without success. Reference submission 1035166-2025-00022.